Event description:
First via used, he was able to advance the catheter about 4 o clock, and the patient moved and he pulled the catheter. There was a lot of reflux and he thought there was a small cleft. But he was well aware that the device did not cause or worsen the issue.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include cleft as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.